Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak from the stay safe connector. Technical support advised the patient to cancel the treatment and to follow up with the pd nurse. Upon follow up, the patient stated that after the incident he had reset up with all new supplies and was able to complete the treatment successfully. The patient did not experience any adverse events as a result of this incident and the effluent was clear. The pd nurse had not been notified.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection was performed but no issues were found. A functional test was performed to actual sample. During the test no issues were detected and the test was completed successfully. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.